Event description:
Heartmate 3 patient presents gastrointestinal bleeding (gib) #1 (guaiac positive confirmed) requiring 4 units of blood transfused and endoscopic evaluation (including esophagogastroduodenoscopy (egd), colonoscopy, capsule study). Bleeding and non-bleeding arteriovenous malformations (avms) identified in the ilium with capsule.